Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii colonovideoscope had a compromised image. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged with foreign objects. The customer noted the device was reprocessed according to the instruction for use (IFU). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the image defect was likely a result of humidity caused by corrosion in the connector area. Also, evaluation found the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, the flexible printed circuit boards were corroded due to water leakage, image was not displayed due to corrosion on the electrical connector, the insulation resistance value at the distal end did not meet the standard value due to a crack on the scope cover, the bending angle in the up direction did not meet the standard value, the objective lens was chipped, and the light guide lens was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.